Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a change in therapy effect with return of symptoms after 3rd pump refill in 2008. The pt had "a leg drop and her spasticity is returning". The pt also experienced pain in her spine, fever, hot and cold flashes, "horrible pain from legs/hip muscle", spasms, no sleep, sensitivity to smells, chemical smell, ringing in her ears and chills. The symptoms were noted since her pump refill on (B) (6) 2009. The hcp was increasing the baclofen 500 mcg/ml dose steadily; the pt had not noted a change in her therapy. The pt believed that she was worse since last refill. The pt heard a "pop" in her back last (B) (6). The hcp took a CT scan; the pt was told that "her system is working". The pt believed that there was something "very wrong". The pt smelled "electronic burning" fumes and was concerned that it was coming from the pump. When the pt smelled the fumes she experienced muscle spasms. The pt planned to seek a second opinion. As the pt was unable to be seen in clinic, she proceeded to go to the emergency room. It was later reported that the pt had no fever, her blood pressure was normal and there was no infection when evaluated in the emergency room. The pt did experience stiffness in most of her joints and tingling in both legs, not just one leg. These symptoms were also noted following the last pump refill session. Per the reporter, the neurologist indicated that "her symptoms must be pump related". The pt had a f/u appointment scheduled for (B) (6) 2010.